Event description:
It was reported to philips that the customer received a message stating that the generator was busy and x-ray was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to perform x-rays. Review of the log files shows multiple parts are failing due to a missing 24vdc power supply. Upon troubleshooting, rse found that the issue is related to pdu fantray and dcps (direct current power supply). The cause of the pdu fantray and dcps (direct current power supply) failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu fantray and dcps (direct current power supply) by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.